Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer reported via phone call that they hospitalized for a car accident on (B)(6) 2018. The patient's blood glucose was 20 mg/dl at the time of incident. The customer was treated with food. They were wearing the insulin pump within 48 hours of the event. Troubleshooting did not occur for the low blood glucose. The insulin pump was not returned for analysis.